Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: investigation result novopen® 3 batch number: yug0518 the product was not returned for examination. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. Evaluation summary novopen® 3 batch number: yug0518 the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose control was not good recently [diabetes mellitus inadequate control] the nurse used the patient's novopen and said it was stuck [device mechanical issue] the patient had been using novopen for 18 years [device use issue]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose control was not good recently(loss of control of blood sugar)" with an unspecified onset date, "the nurse used the patient's novopen and said it was stuck(device mechanical jam)" beginning on 2023, "the patient had been using novopen for 18 years (device use beyond labeled duration)" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height, weight and body mass index (bmi) were not reported. Current condition: type 1 diabetes mellitus (in 2005) historical drug: novolin 30r penfill. Concomitant products included - novorapid(insulin aspart) solution for injection, 100 iu/ml, lantus(insulin glargine) on an unknown date, patient's blood glucose control was not good recently. At the beginning of this year, the novopen was stuck on (B)(6) 2023 patient was hospitalized to control blood glucose. When the patient was hospitalized in early april, the postprandial blood glucose(blood glucose) reached 17 mmol/l. After half a month of hospitalization, the blood glucose basically returned to normal levels, and the postprandial blood glucose(blood glucose) was 8 mmol/l. On (B)(6) 2023 patient was discharged from the hospital the patient was trained by a health care professional in the use of the novopen and operator of the device at the time of the event was patient. There was no recent changed in diet or exercise level and patient had not changed from another novopen to the current novopen. The patient had been using novopen for 18 years and had used the novolin 30r penfill before. The patient's c-peptide(insulin c-peptide) was 0.09ng/ml at present. The batch number of the novopen was requested. Batch number reqauested. The outcome for the event "blood glucose control was not good recently(loss of control of blood sugar)" was recovered. The outcome for the event "the nurse used the patient's novopen and said it was stuck(device mechanical jam)" was not reported. The outcome for the event "the patient had been using novopen for 18 years (device use beyond labeled duration)" was not reported. References included: reference type: e2b company number reference ID#:(B)(4) .

Event description:
Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose control was not good recently(loss of control of blood sugar)" with an unspecified onset date, "the nurse used the patient's novopen and said it was stuck(device mechanical jam)" beginning on 2023, "the patient had been using novopen for 18 years(device use beyond labeled duration)" with an unspecified onset date, and concerned a male patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient reported that the product that led to poor blood glucose control and hospitalization was novo pen 3 the batch number of the novopen 3 was (B)(4) (non-valid) on 04-may-2023, as per the follow-up received, suspect novopen 4 will be downgraded and will be removed as suspect as the event occurred while using novopen 3. Since last submission the case has been updated with the following: -suspect novopen 4 will be down graded as there is no event reported. -for suspect novopen 4 - the fields MDR, is non reportable, annex e and f codes updated -narrative was updated accordingly. References included: reference type: e2b company number reference ID#: cn-novoprod-1053349 reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00065 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2023-00064 reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer's comment: 12-may-2023: the suspected device novopen 3 has been returned to novo nordisk for evaluation. Investigations are ongoing.